Event description:
The customer reported weekly false positive reactions of n negative cells from their cell panel of a competitor with seraclone anti-n. The customer uses the panel red cells as control cells. Inspite of repeated request we received neither the complained product nor the samples. Therefore the retention sample of quality control laboratory was tested with various n negative red cells: all reactions were correctly and unambiguously negative. We didn't observe any false positive reactions.